Event description:
Related manufacturing reference number: 2017865-2022-12037, 2017865-2022-12039. It was reported that a patient's pacemaker became dislodged from its pocket, which led to the right atrial and right ventricular leads being pulled out of their implanted sites. The lead dislodgement was confirmed by fluoroscopy on (B)(6) 2022. The dislodgement caused sensing to go down and capture thresholds to go up on the right ventricular lead. Both leads and the pacemaker were repositioned on that same day of (B)(6) . The patient was stable throughout this procedure. The clinic later reported that the pacemaker slid back down from the original implant area after the repositioning procedure had concluded on the (B)(6), but that the leads did not dislodge a second time due to their new position and added slack. No further information has been provided.

Event description:
New information notes that the pacemaker did not dislodge a second time after 19 may 2022. The patient's kyphotic anatomy made the pacemaker look like it had slid down when sitting up compared to when laying down.